Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: vollenbroich r et al. "Long-term outcomes with balloon-expandable and self-expandable prostheses in patients undergoing transfemoral transcatheter aortic valve implantation for severe aortic stenosis." Int j cardiol. 2019 mar 28. Pii: s0167-5273 (18) 36775-5. Doi: 10.1016/j.ijcard.2019.03.050. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the long-term outcomes for patients who underwent transcatheter aortic valve implantation with either a balloon-expandable or a self-expandable bioprosthesis. Outcomes were defined according to the valve academic research consortium (varc-2) criteria. All data were collected from a single center between july 2007 and january 2013. The study population included 489 patients (predominantly male; mean age 83 years), 309 of which were implanted with a medtronic corevalve bioprosthetic valve (no serial numbers provided). Among all corevalve patients, the cardiac mortality rate at 30 days, 3 years, and 5 years post implant were: 3.9%, 21.6%, and 35.1%, respectively. The all-cause mortality at 5 years post implant was 46.9% . Based on the available information, medtronic product was not directly associated with the deaths. Among all corevalve patients, adverse events included: permanent pacemaker implantation, valve-in-valve implantation, conversion to surgical aortic valve replacement, cerebrovascular accidents, major/minor stroke, transient ischemic attack, balloon dilatation of the valve (noted to have occurred at 13- and 14-days post implant), myocardial infarction, new-onset atrial fibrillation, moderate structural valve deterioration, severe pulmonary hypertension, moderate-severe paravalvular aortic regurgitation, life-threatening and major bleeding, increased mean transprosthetic gradients, and major assess site complications . Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.